Manufacturer narrative:
Additional information: b5 b5: upon follow-up, it was reported that on an unknown date, the patient was discharged from the hospital and was recovered. It was reported that the antibiotics were discontinued. On an unknown date, the patient was treated with injection cefexime and sulbactam (1.5gm, once daily, intraperitoneal, discontinued) for peritonitis. Pd therapy was discontinued and the patient was shifted to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The patient was hospitalized four days after peritonitis onset. The same day as peritonitis onset, the patient was treated with injection vancomycin (1gm, stat, intraperitoneal, one dose), injection amikacin (100mg, once daily, intraperitoneal, ongoing), injection imipenem (500mg, one bag per day, for four days) and injection meropenem (1gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remains hospitalized and was recovering from peritonitis events. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.